Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized on two occasions. Once for diabetic ketoacidosis and another for low blood glucose levels. The blood glucose levels were above 300 mg/dl when she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the second hospitalization, but the customer stated she had gone into a coma. Troubleshooting was performed and the insulin pump passed the displacement test. All programming was correct as well. The customer did not have the supplies with her during the phone call to perform the prime and high pressure tests.